Event description:
It was reported that a physician was unable to get a reading from a patient's vns device. The patient had been punched hard in the vns when she got in between two people. The physician's notes stated that "impaired function was noted" regarding the patient's vns. The physician did not get an error message and was completely unable to communicate with the patient's device. The physician's programming system had worked properly since the patient's device was unable to be interrogated, so the programming system was not suspected as the cause of the issue. The physician referred the patient for replacement. No surgical intervention has occurred to date.

Event description:
During the patient's consult, it was determined that the patient's generator was functioning properly. The issue was narrowed down to the serial cable between the physician's wand and the tablet. Once the serial cable was replaced, the issue resolved. The serial cable was received on 01/28/2016. Analysis confirmed that the cause for the communication issue was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. This information was previously reported in MFR. Report # 1644487-2016-00298, prior to determining that the cause of the communication issue was the serial cable.